Event description:
This is the 2nd adverse event report for the same patient. The first (B)(6) was reported per 3007617183-2014-00001. A few weeks after the initial revision surgery, the patient reported additional pain. Imaging showed that the b and c modules had again migrated. Another surgery was performed on (B)(6) 2014 to remove the interfuse t implant entirely. A new intervertebral body fusion device from another company was implanted and the patient is doing well.

Manufacturer narrative:
Dr. (B)(6) performed medical intervention for this (B)(6) on (B)(6) 2014. The interfuse t device was removed entirely and was replaced with intervertebral body fusion device from another manufacturer.